Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that the patient attended for chemotherapy. PICC assessed and nurse noticed leakage from the exit site, removed dressing to confirm leakage whilst flushing PICC and a hole was observed. Additional information received 4/18/2024: it was reported the line was removed before sact was administered. The patient had her treatment peripherally the same day. No other information was provided.